Event description:
It was reported via voluntary medwatch that the patient presented with unspecified lead impedance issue exhibited on the right ventricular lead. There were no patient consequences. No further information was provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147463.